Manufacturer narrative:
Sections with additional information as of 27-oct-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Note: manufacturer contacted customer in a follow-up call on 17-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 13-aug-2020 to ensure that the customer's condition improved - able to establish contact with customer's mother and stated customer was admitted to the hospital for hyperglycemia. Customer was treated for hyperglycemia and administered IV fluids and insulin. Doctor prescribed her another insulin pen and stated he felt the other insulin pen was not working for the customer. Mother stated customer consumed 1 flex pen in 2 days another changed with her readings. Mother stated her carb ratio changed from 1-5 to 1-4. Dexcom machine was showing in the 500¿s. Mother states glucose came down in 500's and showed on true metrix as well prior to getting to the hospital. Customer was released the same day. Customer condition improved.

Event description:
Consumer reported complaint for e-2 error message and hi display accompanied by symptoms. Mother is calling on behalf of the daughter. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of fatigue. After troubleshooting the meter, the mother obtained a hi result. Mother was satisfied with results and stated her daughter is not feeling well and they knew her blood glucose level was high. Medical attention was not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the dining room. During the call, a back to back blood test was performed by the customer and produced test results of hi non- fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 08/31/2021 and open vial date is one week ago. The meter memory was not reviewed for previous test result history.